Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high pacing impedance on the left ventricular lead. No changes or intervention was performed; the device will continue to be monitored. The patient condition was stable.